Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was assembled to a hand piece and was functionally tested on the gen11 generator. During functional testing an alert screen was displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. No conclusions could be reached on how the sheath of the blade was missing.

Event description:
It was reported that during an unknown procedure the device gives message that it is not connected. No patient consequences reported. Procedure was completed with same like device. One device will be returning.